Manufacturer narrative:
One device was returned for repair. No repair records were found. Visual/functional testing was performed. Complaint that the main board of the pump got damaged while repairing was confirmed by turning on the pump. Found that the pump is not turning on. Device was repaired by replacing the main printed circuit board (pcb). Replaced the interconnect board because it is not getting an ip address. Also replaced the potentiometer sensor, plunger barrel sensor and plunger cable because they are either damaged or not working. Put a new battery because it was missing. The main cause of customer¿s complaint was the main pcb, interconnect board. After replacing the parts, the pump passed all the testing and is fully operational.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the main board began smoking during repair. There was no patient involvement.